Manufacturer narrative:
There has been a previous report received where failure to auto-reverse resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an aseptico dtc endo motor was overheating and the forward and reverse functions were not working properly. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation of the device found a broken rotor magnet.